Event description:
It was reported that this pacemaker's right atrial (ra) lead is under sensing. Technical services (ts) was consulted and upon review of the electrogram (egm) it was observed that it was greater than two seconds where brady pacing therapy was not delivered on the atrial channel. Ts provided troubleshooting and programming recommendations. At this time, the pacemaker and lead remain in-service. No adverse patient effects were reported.